Event description:
A healthcare professional reported, "recurrent pain, deformity, seroma, capsulectomy [and] implant inversion". Adverse event was discovered, during magnetic resonance imaging (MRI). This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, flipping: no observed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Continued e1 phone number: (B)(4). A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "implant was inverted", and seroma.

Event description:
A healthcare professional reported "recurrent pain, deformity, seroma, capsulectomy, [and] implant inversion." Adverse event was discovered during magnetic resonance imaging (MRI). This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/03/2024.

Event description:
A healthcare professional reported "recurrent pain, deformity, seroma, capsulectomy, implant inversion." Adverse event was discovered during magnetic resonance imaging (MRI). This record relates to the right side. The device has been explanted.